Manufacturer narrative:
Additional information was received that the patients lead was explanted along with the ipg. The allergic reaction also occurred at the paravertebral level and appeared at the connector site. The patient was explanted due to the progression of the allergy as the patient is highly allergic to nickel and cobalt. Additional suspect medical device component involved in the event: model #: sc-2408-74 serial #: (B)(4) description: avista MRI perc lead kit, 74cm the returned ipg sc-1200, sn (B)(4), was analyzed and passed all required tests performed. The explanted lead was not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced warmth at the pocket site, and pocket pain like a knife or stinging feeling when stimulation is increased. In addition, the patient reportedly has an allergy to nickel and may undergo allergy testing. The patient underwent an ipg explant procedure.

Event description:
A report was received that the patient experienced warmth at the pocket site, and pocket pain like a knife or stinging feeling when stimulation is increased. In addition, the patient reportedly has an allergy to nickel and may undergo allergy testing. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient was administered medication and the device was reprogrammed prior to the ipg explant procedure. The patient was without pain and doing well postoperatively. The event of pain at the ipg site was assessed to be related to the procedure, the device and the stimulation.

Event description:
A report was received that the patient experienced warmth at the pocket site, and pocket pain like a knife or stinging feeling when stimulation is increased. In addition, the patient reportedly has an allergy to nickel and may undergo allergy testing. The patient underwent an ipg explant procedure.